Manufacturer narrative:
Reported event an event regarding incorrect selection - user error issue involving a triathlon femoral component was reported. The event was confirmed. Method & results -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: it was reported that a cemented femoral component was implanted in a knee that was prepped for press-fit. Discovery was made 1 week post-op when reviewing inventory. The femoral component was revised to a press-fit femoral component. The implant sheet was provided with the device label. Device with catalog number 5510f201, lot l3c9a is placed in the implant sheet for (B)(6) 2025 and revised on (B)(6) 2025 as per revision implant sheets. The reported event is considered to be the result of user error. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that a cemented femoral component was implanted in a knee that was prepped for press-fit. Discovery was made 1 week post-op when reviewing inventory. The femoral component was revised to a press-fit femoral component.